Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving bupivacaine 21mg/ml; 7.2mg/day and baclofen 1020 mcg/ml; 350 mcg/day via an implantable pump for intractable spasticity and head/brain injury. The date of the event was 2015. It was reported the patient experienced a sudden change in therapy and had overdose symptoms. The pump had reservoir volume discrepancies of over infusion. It had been occurring "pretty consistently" for the last 5-10 refills with the expected residual volume (erv) vs the actual residual volume (arv) being off 3- 4.5cc . The drug concentrations and dosing when the issue first began were unknown. The refill dates and exact volumes were unknown. At the last pump refill on (B)(6) 2015, the erv was 3.5cc and the arv was 1cc. On (B)(6) 2015 the dose was decreased from 350 mcg to 50 mcg/day baclofen and bupivacaine 7.2mg to 1.02mg/day. The patient was found unresponsive (believed to have occurred on (B)(6) 2015 but not certain). On (B)(6) 2015 at 10:30 am the pump was programmed to minimum rate mode to deliver bupivacaine 21mg/ml; 0.128mg/day and baclofen 1020 mcg/ml; 6.2mg/day. The patient's status after the first dose decrease on (B)(6) 2015 was unknown. A representative was called by the physician to read the pump on (B)(6) 2015 and (B)(6) 2015. There were no alarms on (B)(6) 2015 and (B)(6) 2015. On (B)(6) 2015 the erv was 19.5cc and the arv was 16cc. Per the physician, there were two confirmed refills of "overinfusion and overdose symptoms". On approximately (B)(6) 2015 the pump reservoir was checked and expected 3.5ml and pulled back 0ml. Within a couple days the pump reservoir was checked and expected 19ml and pulled back 16ml. There were no alarms on the pump. The patient was responsive at the time of the report and was in the clinic office experiencing under dose symptoms. The date was unknown when the underdose symptoms began but believed to be (B)(6) 2015. It was thought to be due to decreasing the intrathecal (it) doses to minimum rate mode. The pump was explanted approximately (B)(6) 2015. It was unknown if the issue was resolved. The cause of the event, medical history, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report. It was further reported by a company representative that the malfunctioning pump was removed on (B)(6) 2015.

Manufacturer narrative:
Additional analysis results revealed pump motor gear train anomaly, corrosion and/or wear and or lubrication, stall due to shaft bearing. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed overinfusion-undetermined root cause. The pump was found to be over infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Corrected information: results code no longer applicable.

Manufacturer narrative:
Corrected information: (B)(4).

Manufacturer narrative:
Corrected information: conclusion code no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.